Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available.

Event description:
The user facility reported to terumo cardiovascular group that during vein harvesting procedure a spark and smoke were observed. When the device was removed from the patient, the cutter was found to be charred. No known impact or consequence to the patient. Product was changed out. Surgery was completed successfully.